Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
It was reported that the user's sensor could not be removed during the replacement procedure. The sensor was palpable prior to incision and was localized using both the transmitter and ultrasound. Despite successful localization and an incision being made, the physician was unable to extract the sensor, and the incision was subsequently closed. A new sensor was implanted in the opposite arm, and the user continued receiving current glucose information while awaiting follow-up with a surgeon. A later update confirmed that a subsequent removal attempt was successful. The customer reported feeling well and was at home following the procedure.